Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, as well as elevated pacing threshold measurements. Device data was submitted to technical services for review. Technical services discussed rv pacing thresholds were 1.4v@0.4ms and the shock impedance values have increased from 85 ohms to 115 ohms currently. A review of the episodes found no noise or artifact, with appropriate sensing. It was recommended to increase the impedance alert on the shock channel to 150 ohms or higher and to continue monitoring. It was noted the patient had a communicator and was enrolled in latitude in the past, but currently did not have a clinic. No adverse patient effects were reported. The device and lead remain implanted and in service. Additional information was received. Eighteen months later, the patient called the clinic to report their device was beeping. The patient was not using remote monitoring and the clinic requested the patient come in for a device interrogation. At the clinic, the shock impedance measurements were high, out-of-range at 141 ohms, but with values exceeding 150 ohms as well. The patient was seen by the hospital's cardiologist, who planned to revise the rv lead in two weeks. The local sales representative requested that the clinic save the device data for technical services review. At this time, the device and rv lead remain implanted and in service. No adverse patient effects were reported. Additional information was received indicating the rv lead was not revised at this time. The patient was referred to another cardiologist, with a consultation planned for november 15, to determine the next steps for this patient and the rv lead. However, the cardiologist was on leave and no intervention has been performed or scheduled. Additional information was received. A review of the remote monitoring system showed the alert for high, put-of-range shock impedances was now set to 175 ohms. Shock impedance values have continued to remain elevated at about 140 ohms. Further review noted rv pacing thresholds were steady but higher, at 2.v and a small, gradual increase in the pacing impedance measurements from 450 ohms to 520 ohms. Technical services discussed the possibility of calcification on the shocking coil or lead tip. A true test of the shock impedance would be the delivery of a 1.1 joule shock, noting if the impedance was greater than 145 ohms the device could trigger a code 1005 for a shock into an open circuit. If the shock produced an impedance of less than 120 ohms, the physician could continue monitoring the rv lead with normal follow ups. If the measurement was greater than 120 ohms, technical services would recommend intensified follow ups and delivery of a new shock every 6-9 months if no ambulatory shocks are delivered. The lead remains in service and no additional information could be obtained in regard to further testing or outcome. No adverse patient effects were reported. Additional information was received. The patient underwent a full system extraction and replacement at a different hospital. The procedure was not attended by a boston scientific representative, and the location of the explanted products was unknown. A follow up report will be submitted should the explanted lead be received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, as well as elevated pacing threshold measurements. Device data was submitted to technical services for review. Technical services discussed rv pacing thresholds were 1.4v@0.4ms and the shock impedance values have increased from 85 ohms to 115 ohms currently. A review of the episodes found no noise or artifact, with appropriate sensing. It was recommended to increase the impedance alert on the shock channel to 150 ohms or higher and to continue monitoring. It was noted the patient had a communicator and was enrolled in latitude in the past, but currently did not have a clinic. No adverse patient effects were reported. The device and lead remain implanted and in service. Additional information was received. Eighteen months later, the patient called the clinic to report their device was beeping. The patient was not using remote monitoring and the clinic requested the patient come in for a device interrogation. At the clinic, the shock impedance measurements were high, out-of-range at 141 ohms, but with values exceeding 150 ohms as well. The patient was seen by the hospital's cardiologist, who planned to revise the rv lead in two weeks. The local sales representative requested that the clinic save the device data for technical services review. At this time, the device and rv lead remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This report will be updated when additional information is received.